Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1087 ml during therapy initiated on (B)(4) 2011 at 02:38:00, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 9 received a partial fill. Cycle 9 drain was completed on (B)(4) 2011 at 10:15:03 and the user's actual drain volume during cycle 3 was 1825 ml. The actual drain volume of 1825 ml is 150.7% of largest prescribed fill volume (lpfv) of 1211 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 02:38:00. During night drain cycle nine, the patient's ultrafiltration reading was 1087ml, indicating the home patient (hp) drained 727ml more than their maximum programmed fill volume of 1200ml. This information meets iipv criteria. No additional information is available.